Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pkh545 and no non-conformances were identified. It was received for analysis an opened box with thirty-three unopened samples of product. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance breakage suture was found, and the tested samples met the finished goods requirements. Two more suture events involved during same procedure were submitted via 2210968-2020-01338 and 2210968-2020-01336.

Event description:
It was reported that a patient underwent a vascular procedure in 2020 and the suture was used. During the surgery, the suture broke when trying to tie a knot. The procedure completed successfully with no delay. There were no adverse patient consequences reported.